Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant associated products : unknown nexel tea ulnar component, unknown nexel articulation kit, unknown nexel humeral screw kit. Report source: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020-02335, 0001822565 -2020-02336, 0001822565 -2020-02337.

Event description:
It was reported the patient underwent a second revision as the ulnar component was loose proximally and patient was experiencing synovitis. All devices were explanted. Cultures came back negative for infection; however, surgeon elected to treat patient with antibiotics and underwent a two stage revision surgery, where the spacer was removed approximately three months later and implanted with additional zimmer biomet devices.